Event description:
Information was received from a patient regarding their external device. The patient stated it was taking 'a very long time' then stated, 'a lot longer' to connect to their pump. Patient confirmed this started 'recently' and noticed it when they noticed their wifi was off. Agent reviewed wifi considerations and assisted patient in connecting to pump well. Patient mentioned it hanged at 91% prior to finishing the connection and stated it 'normally takes way longer' for them to connect than it did for them on the call. While connecting, patient stated 'it's gone a lot further than I thought that it would go.' Patient did not bolus because they bolused 'like 10 minutes' before calling. Agent reviewed general use considerations and assisted patient in toggling off/back on bluetooth and location. Patient agreed to monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.